Manufacturer narrative:
The device was returned to olympus as part of the asset return process. During inspection evaluation, it was determined that there was foreign material found inside the air/water nozzle (aw-nozzle). This was attributed to insufficient cleaning. The following additional findings were also identified and are as follows: bending manipulation and insertion tube defects were identified as the angle wires were stretched, the control section including the instrument channel port/ each cylinder inlet/ angulation control knob had discoloration, the remote switch box had a crack, scratch, cut, discoloration or deformation, the control body had discoloration, deformation, the light guide had torn bundle cover, and the light guide was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process, with no specified complaint from the end user. During inspection our olympus service center detected foreign material was found exiting from the air/water nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown whether there was deviation from IFU in reprocessing steps where foreign material remained. Additionally, there was no physical damage where foreign material remained. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: - operation manual chapter 3 preparation and inspection shows how to detect the events. - reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events. Olympus will continue to monitor field performance for this device.